Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was diagnosed with peritonitis, hospitalized and had not recovered. The nurse stated that the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated to CAPA.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. Therefore the complaint is not confirmed and the assignable cause is undetermined.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, the patient was hospitalized for mental status changes. The pdn reported the cause of the bacterial peritonitis was break in aseptic technique. Baxter global pharmacovigilance (gpv) received the following additional information from the peritoneal dialysis nurse (pdn). The patient was not eating prior to hospitalization (start date unknown). On an unknown date in 2012 during the hospitalization, the patient was diagnosed with bacterial peritonitis. The patient received remedial treatment for the bacterial peritonitis with IV vancomycin. On an unknown date during the hospitalization, the patient was diagnosed with clostridium difficile (c-diff) (start date unknown). The c-diff infection was treated with flagyl (route of administration, dosage unknown). The pdn clarified the vancomycin and flagyl treatments occurred during the same time (dates of administration unknown). On an unknown date, during the hospitalization, the patient was diagnosed with fungal peritonitis. The type of fungal organism is unknown. The treatment for the fungal peritonitis was unknown. On (B)(6) 2012, the patient's peritoneal dialysis (pd) catheter was removed and the patient was switched to hemodialysis. The patient remained in the hospital not recovering from not eating, mental status changes, bacterial peritonitis, fungal peritonitis, and c-diff infection. The pdn reported the cause of fungal peritonitis was "the extended use of antibiotics" (no further details provided). The pdn reported the events of not eating, mental status changes, bacterial peritonitis, fungal peritonitis, c-diff were not related to dianeal therapy or pd devices. This complaint is for a report of use error - breach in aseptic technique and is confirmed, because it was reported that there was a breach in aseptic technique. The assignable cause could not be determined since we are unsure why the patient had a breach in aseptic technique and no device product failure was indicated. A labeling review was performed which found the labeling adequate for the use error in this complaint.